Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 329 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. During the prime test, the customer noticed that insulin leaked from the tubing, where it connects to the p-cap. The customer did not have another infusion set to continue troubleshooting. Nothing further was reported.